Event description:
The facility stated that the surgeon successfully implanted a model aq2003v intraocular lens but noted damage to the lens after implantation. The surgeon removed the lens without injury to the patient. The facility also states that a model msi-tm injector and model aq cartridge fp was used to deliver the lens, but the lot numbers for these items was not specified.